Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced intermittent pain at the implant site and is a non-user. Subsequently, the patient was electively explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.